Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges eye, nose and skin irritation asthma (new or worsening) and inflammatory response. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. Despite the three attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.